Event description:
It was reported that there were telemetry issues. The patient attempted to communicate with the device two days prior to the report and had stimulation about 4 weeks prior to the report. It was noted that the patient had one previous overdischarge in (B)(6) 2014. It was noted that a physician mode recharge (pmr) was performed on the day of the report. The reason for the current overdischarge was that the patient did not charge his battery as instructed. It was further noted that three pmrs were done and were unsuccessful. The patient did not want to try again and no additional troubleshooting was done. The patient was not able to charge the battery as of the day of the report and the health care professional was notified. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).